Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to the patient's bicuspid aortic valve and calcification. Following the implant procedure, a post-implant computed tomography (CT) scan was performed that revealed a stroke and a small aortic arch dissection near the left subclavian artery, and brain fog was reported as a result of the stroke. Mild to moderate paravalvular leak (pvl) was also observed. On the same day as the implant of the valve, complete heart block (chb) was observed and a permanent pacemaker was implanted. Per the physician, contributing factors to the stroke included calcified anatomy, bicuspid native valve, and carotid access. Additional information was received indicating that it is unknown at what point during the procedure the dissection of the medial margin of the aortic arch which extended into the left common carotid artery occurred. No treatment was performed for the dissection or pvl. The right thalamus stroke symptoms began approximately 4 hours after the valve implant. The chb also began post-operatively. The permanent pacemaker was implanted the following day. Additional information was received that the physician attributed the dissection to the delivery catheter system (dcs) and inline sheath, but not the valve or medtronic guidewire. The stroke was ischemic and impairment resulted due to aphasia. Per the physician, the stroke was embolic but the cause was unknown. No treatment was provided for the stroke. The ischemia improved but did not resolve. The patient died. Additional information was received that the patient was rehospitalized for confusion three weeks following the valve implant then died four days later. Per the physician, the cause of death was cardiopulmonary arrest due to metabolic acidosis, sepsis, shock, and urinary tract infection (uti). The physician did not attribute the death to the guidewire, but indicated it was unknown whether the valve and dcs were contributing factors.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012690271); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.